Event description:
Complainant alleged that during routine shift check by a clinician, when powered up, the monitor screen was blank and after the device warmed up (a few seconds) the display began to flicker and was unreadable. The complainant indicated that there was no pt involvement in the reported failure.